Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the device turns off after a few minutes. No procedure involvement. No negative impact in state of health reported.

Manufacturer narrative:
Per manufacturer's investigation results: the described error "the cmac monitor turns off after a few minutes" can be confirmed but cannot be identified as a malfunction of the device. Switching off when not in use is normal, as the monitor switches to standby mode to save power. No failure could be found. The above conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).